Event description:
It was reported the valve was implanted 2008. The patient was doing fine for the first 48 hours and then developed a high gradient (80mm peak, 40mm mean). An echo assessment was not conclusive. An impeded leaflet was suspected and reoperation was performed. The surgeon attempted to rotate the valve at time of reop but was unsuccessful. He indicated that one leaflet was sticking. There were no noticeable clots and the valve was removed. Another manufacturer's valve was implanted and the patient was reported to be doing fine. Additional info has been requested.